Event description:
It was reported that oversensing of noise on ventricular channel with vf detection was observed. Insulation damage was suspected. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.